Event description:
An adult male pt was undergoing a craniotomy with the triad skull clamp. He was in the lateral position and was not repositioned during the procedure. At the end of the procedure, the torque knob read (B)(6). The nurse could not confirm the exact date of the event but stated that the same day the event occurred, she reported the event ((B)(6)2010) to the integra neuro sales rep. The sales rep could not confirm the date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.